Manufacturer narrative:
Insulin pump received with cracked case at the reservoir tube window, cracked reservoir tube lip and broken battery cap. Unit passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No audio anomaly noted during the testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported that the insulin pump had a keypad anomaly. The esc button was not responsive. Customer's blood glucose level was not reported. The device was not returned.